Event description:
Patient reports the plan has never work and it caused dental issues which have led to have six (6) different procedures on and subsequently get braces.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.